Event description:
It was reported by service report that the fowler on the ez-pro cot was leaving a slight puddle on the floor of the ambulance. No pt involvement or adverse consequences are reported.